Event description:
The patient was referred for replacement due to an ifi - yes condition and an increase in seizure frequency. The patient's generator was replaced. The explanted device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Product return is not expected.

Event description:
The physician reported that the cause of the increased seizures was low drug level/ the patient's seizure rate was worse than their pre-vns seizure rate/ the patient also had ongoing family stress that may have contributed to the increased seizures. As part of the story, the physician also noted that the patient wasn't feeling stimulation even with the new generator and so when he increased the settings by 0.25 ma on the patient's generator, the patient could feel the magnet swipe and felt reassured. No further relevant information has been received to date.